Event description:
Patient was just intubated with a 8mm endotracheal tube. Post intubation a bronchoscopy was performed using the verathon bflex 2 large 5.8. The large is indicated for endotracheal tubes 7.0 or larger. The bronch swivel had the clear seal placed, not the smaller blue. Post procedure as the bronchoscope was removed from the airway the md and therapists noticed the white insertion tube outer material was ruptured. The md then returned the scope to the airway and noticed pieces of white material in the airway. One piece was noted to be stuck to the endotracheal tube which needed flushed and retrieved. All visible white outer insertion tube material were removed from the airway. Photos are available of the scope and the scope has been retained. The product ref # is (B)(4) and the lot # is kt243705.